Event description:
The user facility reported that the arteriotomy locator and insertion sheath would not click together correctly. When the physician advanced into the patient, he was not getting blood back out of the outlet hole. The physician removed it and noticed the holes on the arteriotomy locator and insertion sheath were not lining up correctly. The patient was stable. The event did not result in patient injury and/or require medical or surgical intervention. The procedure performed was an angio. Additional information was received on 06sep2024: the rep stated that an angiogram is always performed prior to any closure device being deployed. If there happened to be an issue occurs with the closure device, hemostasis is usually achieved by holding pressure at the site. Additional information was received on 19sep2024: an angiogram was performed prior to using the closure device. Hemostasis was achieved by pressure held to the groin.

Manufacturer narrative:
A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for evaluation. The returned device included the locator, hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected and did not disconnect when an external force was applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 54 arteriotomy locator - 2 the complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).